Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Pump reset information was provided, and technical support assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to call back if the malfunction code recurs and acknowledged these instructions.